Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID: 3387s-40, lot# v055964, implanted: (B)(6) 2007, product type: lead. It was unclear what ins was the cause of this event. For the other ins, see manufacturer report #3004209178-2016-04989.

Event description:
The patient reported that they had developed what their doctor said was "short" in 2 wires. They did surgery but only replaced the connector which didn't solve anything. They shut off the current to the 2 wires involved, so the patient should have no problem. They still had terrible pressure in the head, tingling in the face, and a loss of balance. The patient wanted to know if it was possible to have a leak of current somewhere. Additional information received from the patient on 2016-mar-03 reviewed the previously reported information. It was noted that the patient had an appointment with her healthcare provider (hcp) the next week to schedule more surgeries. The date of the short in the 2 lead wires was unknown as was the date of the surgery and shutting off the 2 wires involved. Late 2015 or early 2016 was mentioned. The pressure in the head, tingling in the face, and the loss of balance was reported to have occurred in 2015. Additional information received from the patient on 2016-mar-16 in response to follow-up reported that they had appointments with their hcp on (B)(6) and tried to fast track to replace all of the right side. The patient still couldn't remember the event date of the issue but it was mentioned over a year ago with it increasing until 6 months ago to increased pressure, tingling, and loss of balance. When asked what circumstances had led to the event, it was stated that maybe the age of the system had led to the covering on the wires wearing out. It was mentioned again that surgery was done to replace the distal end and the short was still there. An intervention noted was injections into the cerebral nerves to come. If that didn't fix it, replacement of all the right side would follow. Indications for use were essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient spoke with her health care provider (hcp) regarding the reported issues and was scheduled for injections on (B)(6) 2016 to relieve the previously reported symptoms. The patient also confirmed that the hcp replaced the distal portion of the system on (B)(6) 2015 but the short was not resolved. When asked about the event date, the patient reported that it was a ¿gradual hat on her head / 1 year ¿ helmet head since¿. It was also noted that the cause of the reported issues was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating some head pressure was still there when their implants were off. The patient was prescribed a pain medication and told to follow-up with a headache specialist. The hcp indicated there was no short anymore. The patient inquired if there could be voltage emitted when the implant was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported they had seen several physicians who told them it wasn't the implants causing the severe pressure in their head. The patient was referred to a "headache specialist" and was taking medication for migraine headaches, which they did not like. The head pressure was still present, but the neurontin helps the patient sleep at night and lessens the pain for a while after waking up. Tylenol was prescribed every six hours as the pain comes roaring back in an hour or so. It was noted the patient is not fond of pharmaceuticals and worries about the side effects of the medications. It was stated the patient is not a "spring chicken" and worried about their ability to recover if it had negative effects on them. The patient had an appointment with an hcp three days after this report. It was noted that the head pressure is very debilitating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported they had been suffering because of the pressure in their head. The pressure was described as feeling like a helmet is being tightened on their head. The patient was having a lot of symptoms that were side effects from the pressure on their head. The patient's physician reportedly stated this "kind of stuff just comes with getting old." The issue has gotten worse over the past 6 months and was effecting the patient's memory and thinking. It was noted the patient would try to move up their appointment and possibly seek a second opinion. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that they had severe pressure in the head for over a year, which worsened after replacement of the right side for a short, but believes it was the left side problem as they had a screaming in their left ear. Patient stated that no doctor had been able to diagnose it. Patient reported that the doctor said that it was not the implants as when turned off, it was still there and many bad side effects. Patient further mentioned that they had been struggling with this for over a year and wanted to know if there was anything that could go wrong with the implants excluding electricity. Patient stated it was there before , but not so strong. Patient was advised to work with their physician since their concerns were medical in nature. No further patient complications were reported/ anticipated as a result of this event.